Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event provided 4468987 was not valid, the full UDI is currently not available.

Event description:
It was reported that there was some sort of debris found inside of the sterile packaging of the implant. A different implant was used. This implant never made it on to the field and its sterile packaging was never broken. There was no surgical delay. There was not any patient harm/consequence related to the event. Doe: (B)(6) 2025. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. Corrected: h6 health effect (clinical and impact code). If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: there was no patient harm/consequence related to the event.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary it was reported that there was some sort of debris found inside of the sterile packaging of the implant. Dr opted for a different implant. This implant never made it on to the field and its sterile packaging was never broken. There was no surgical delay. The product was returned to j&j medtech orthopaedics for evaluation. The product was returned to j&j medtech orthopaedics for evaluation. The complaint unit was forwarded to the manufacturing site j&j medtech cork. Visual inspection of the returned device found that a foreign material was present within the packaging of the attune ps fem rt sz 5 nar cem. Based on the manufacturing investigation, foreign material (nutshell) confirmed to be nutshell media used in process. Man is the assignable cause for this nonconformance. The observed condition of the device has been addressed through the j&j medtech orthopedic quality management system. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune ps fem rt sz 5 nar cem would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot nr was created to address current complaint condition. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that there was some sort of debris found inside of the sterile packaging of the implant. Dr opted for a different implant. This implant never made it on to the field and its sterile packaging was never broken. There was no surgical delay. Photo was provided for review. (B)(4). The photo investigation revealed a foreign material inside the blister packaging on the white foam of the attune ps fem rt sz 5 nar cem. The observed condition of the device has been addressed through the j&j medtech orthopedic quality management system. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune ps fem rt sz 5 nar cem would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : nr was created to address current complaint condition.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.